Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03691. It was reported that the patient's therapy was autoreducing, and high impedances were measured on one of the leads. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue. It is unknown which lead had high impedance, so both leads are being reported.